Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found the illumination to be weak and a crack on the reflector optics. The nonconforming illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming illuminator module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a vitrectomy surgery, poor illumination from multiple ports were noted. The surgery was completed by increasing the illumination. There was no patient impact.